Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1943, awareness date 20-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She got essure because she was told that it was the best option for her since she was overweight. Consumer reported that she was (B)(6) at the time of this report. She have had severe cramps, bloating, bleeding, muscle weakness, joint pain, neuropathy, hair loss, rashes and she was allergic to nickel. She stated she takes 20 different medications daily. She had a hysterectomy scheduled for (B)(6) 2015. Follow up received on 11-nov-2015: ptc investigational result. Ptc global number:(B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe cramps (interpreted as abdominal pain) and bleeding (interpreted as genital bleeding). She was scheduled for a hysterectomy. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abdominal pain and genital bleeding may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.